Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that lithium plating was found in the feedthrough underneath the molded insulator, which appeared to have formed a conductive path between the ferrule (negative) and the pin (positive), causing a short and the early depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached normal battery depletion and was explanted. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.